Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or picture provided; visual and dimensional evaluations could not be performed. Complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies related to the reported issue during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review. Despite no product or picture being provided, based on the event description and the product, the reported residue was likely white glue residue transferred from the tyvek lid onto the plastic retainer during the sealing operation due to a small clearance between the tyvek lid and the retainer. This issue is a common phenomenon for the reported item, which may happen, and does not cause any risk to the patient. All materials are biocompatible and the adhesive residue does not contact the implant which is contained in a poly bag. The root cause for the reported issue is considered to be a design limitation that is cosmetic in nature. The following actions were previously initiated to address this issue: ie-04209, ie-04213, ie-04595, hhed-2018-00880. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6) the complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that the implant was passed to the scrub nurse, who opened the inner sterile pack and noticed that there was residue on the inner plastic sleeve. The surgeon questioned the sterility and did not use the implant. Attempts have been made, however, no additional information is available at this time.